Manufacturer narrative:
E1: (B)(6). The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the red and yellow hatched image was due to scope identification unit malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope had a red and yellow hatched image during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide corrections and additional information. Updated fields: d9, h2 corected fields: a2, a4, a5, a6, b5, b6, b7, d10, e4, h6 health effect - impact code, h11 b5: there were no reports of patient involvement. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure.

Event description:
No additional information received from the customer.